Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka. There were multiple 510k numbers, g4: PMA / 510(k)#: k213670, k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 3 of 3. It was reported that prior to using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, an unspecified number of tubes without sample were stored at the incorrect temperature. Additionally, an unspecified number of tubes underfilled during use. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. A total of 100 retained samples underwent visual inspection, confirming that the hemogard closure assembly was correctly assembled and placed on the tubes. Additionally, functional tests were performed on 10 retained samples, and all tubes were found to be within specification limits with no issues identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the lot 5059150, for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 3 of 3. It was reported that prior to using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, an unspecified number of tubes without sample were stored at the incorrect temperature. Additionally, an unspecified number of tubes underfilled during use. No adverse impact was reported regarding the patient or user.